Event description:
Follow-up information was received on 13-nov-2020: the reporter informed that it was a retrospective research and it was not know which company was used, as they did not inject the fillers. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, possible filler migration (device migration), was deemed to meet the serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for belotero could not be reviewed as the lot number was not reported. Citation: shirin hamed-azzam, md, cat burkat, md facs, abed mukari, md, daniel briscoe, md, narish joshi, md frcophth, richard scawn, md frcophth, eran alon, md, morris hartstein, md facs, filler migration to the orbit, aesthetic surgery journal, , sjaa264, https://doi.org/10.1093/asj/sjaa264.

Event description:
This case is related to MDR 3013840437-2020-00089 and MDR 3013840437-2020-00090, referring to the same patient. This case is related to MDR 3013840437-2020-00083, MDR 3013840437-2020-00084, MDR 3013840437-2020-00085, MDR 3013840437-2020-00086, 3013840437-2020-00087, 3013840437-2020-00088, MDR 3013840437-2020-00092, MDR 3013840437-2020-00093, MDR 3013840437-2020-00094, MDR 3013840437-2020-00095, and MDR 3013840437-2020-00096, referring to the same literature article. This is a literature report from a retrospective, multicenter analysis performed on patients who underwent dermal filler injection to the face with subsequent orbital complications. This literature report from israel, concerns a (B)(6)-year-old female patient who was injected with hyaluronic acid, into the nasolabial folds (nlf), cheeks and tear trough area (intentional device misuse). The patient was previously injected with dermal filler, into the face. Several weeks after the hyaluronic acid injection, the patient presented with an inability to adduct her left eye. An MRI was performed. No obvious emboli were seen. However, fibrosis was noted in the left medial orbit. Based on these findings, a neuro-ophthalmology consultation concluded that the clinical finding was related to possible filler migration, resulting in a partial cranial third nerve palsy. The patient subsequently underwent strabismus surgery and remained stable at 20 months follow up. Due to the provided information, the outcome of the events fibrosis was noted in the left medial orbit and partial cranial third nerve palsy was considered as resolved. The outcome of the event [?][?] Possible filler migration and of the intentional device misuse was unknown. In the opinion of the authors, orbital complications secondary to migrated filler may occur long after the initial procedure. Since the site of the complication is distant from the injection site, patients and physicians may not immediately make the connection. This may lead to unnecessary examinations and a delay in diagnosis while looking for standard orbital masses. Dermal fillers should be considered in the differential diagnosis of patients presenting with a new onset orbital masses. This may lead to a delay in diagnosis and excessive and unnecessary examinations. So far, there is a lack of understanding as to precise mechanism how the filler migrated to the orbit. The authors suggest post-injection massage with subsequent delayed symptomatic, high volumes of injected filler, facial muscle activity and pressure-induced migration as possible explanations.